Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was able to be confirmed; however, the reported event of hardware connection issues with the controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day ((B)(6) 2022 from 16:08:16 ¿ 16:35:39 per timestamp). Backup battery circuit faults were active throughout the entire log file due to the low bus voltages while connected to the power module. The backup battery faults did not trigger any alarms to active. There were no other notable alarms active in the log file. Pump operation was not affected. The controller was not returned for analysis; therefore, the extent of the condition of the controller connectors was unable to be determined. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has been having a replace backup battery banner intermittently flashing on pbu. The backup battery was replaced but the issue was not resolved. The event log confirmed the emergency backup battery (ebb) faults. The issue appeared to be related to a hardware issue with the controller connection and it was recommended to replace the controller. The controller was exchanged and the alarms resolved. It was not to be returned for evaluation.